Event description:
Subsequently, patient reported capsular contracture, baker grade iii/IV diagnosed by ultrasound and breast implant illness symptoms.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d6b, h6

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿capsular contracture: unable to observe as it is not related to the device. ¿varied injuries: unable to observe as it is not related to the device. ¿pain: unable to observe as it is not related to the device. ¿other-medical: unable to observe as it is not related to the device. ¿numbness: unable to observe as it is not related to the device. ¿fatigue: unable to observe as it is not related to the device. ¿depression: unable to observe as it is not related to the device. ¿decreased sensitivity: unable to observe as it is not related to the device. ¿arrhythmia: unable to observe as it is not related to the device. ¿anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures, observed an opening, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side capsular fibrosis, capsular contracture, baker grade iii/IV, implant affected by the recall and depression. The events of "palpitations, forgetfulness, chronic fatigue, joint pain, difficulty concentrating, hair loss, numbness (in the hands and feet)" are not device related. The device has been explanted.

Event description:
Patient reported left side capsular fibrosis, capsular contracture, baker grade iii/IV, implant affected by the recall and depression. The events of "palpitations, forgetfulness, chronic fatigue, joint pain, difficulty concentrating, hair loss, numbness (in the hands and feet)" are not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.